Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). Analysis of the 9733560xom found an axiem emitter failure. Analysis of the 9731203 found an axiem emitter failure. The reported problem was confirmed. Th emitter showed field generator and axiem box with a communication error when the field generator was connected to the axiem box. It worked at first but would fail after an hour of burn-in. Eminterface shows a fault on coil 7. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the axiem and emitter had red status in emitter details. Representative unplugged the emitter from the axiem and after unplugging the axiem box went green status. There was no patient present when the issue occurred.